Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (skin condition/comfort) was confirmed. The patient reported skin irritation described as red and bumpy skin. There is no indication a sustained injury. There is no indication of bleeding, open wounds or a sustained injury. Follow-up indicated that the irritation had since healed without use of medical intervention.